Manufacturer narrative:
Comp ref #(B)(4) it was confirmed that there was a hole which caused the leak.

Event description:
On january 22nd, 2024, fujifilm healthcare americas corporation was informed of an event involving eg-740n. It was reported that due to a minor leak in the endoscope during a diagnostic procedure, the aer wash passed; however, the physician is concerned that it is not safe to use. There was no other information provided.